Manufacturer narrative:
The technician found the ground pin was intact and no signs of damage on the power cord. He suspected that the molded plug had an open ground wire internally. He replaced the ac plug to repair the bed.

Event description:
Information received indicates the ground loss light was flashing on the bed.